Event description:
The customer reported via phone call the she had low blood glucose but not hospitalized. Customer blood glucose was unknown mg/dl. The customer was asked to tranfer helpline but declined because she was working and did not have time. Ciustomer reported the incidents for documentation only.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.